Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during a tavr procedure. It was in the left common femoral artery (lcfa) for access for the pigtail in the procedure. The patient was readmitted for a pseudo aneurysm post procedure after being discharged post tavr. The patient's condition was stable. There was no patient injury, medical/surgical intervention required. Additional information was received on 09mar2020. A fr vip sheath was used. A pigtail catheter was used for angiograms in the tavr procedure. A thrombin injection was performed to treat the pseudoaneurysm.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation results. Sections: a, b5, e1: establishment name, g3, and h6: patient code have been updated to reflect the additional information received. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Terumo medical received an FDA medwatch report#: mw5093789 on 15apr2020. The event description states: "pt had tavr procedure in cath lab with access through femoral artery. One week later. Pt returned to the hosp with pain and bruising of left high. Pt found to have bilobed pseudoaneurysm. Pt admitted for thrombin injection and has been discharged."